Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and inadvertently damaged rack pushrod on the pump, which led to difficulties loading cartridges. There was no reported adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.